Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system. The workstation and generator were not booting up. He formatted the hard drive and reloaded the software. He also adjusted the control panel power supply and reseated the power supply connections in xray gantry. The system is operating as intended.

Event description:
The customer reported that the system would not boot up.